Event description:
(B)(4). After implantation of essure I have had many health problems. I have been to many doctors without any luck to determine what is causing the symptoms I have. I have been dealing with bacterial vaginosis for 2 years straight. The antibiotics cure it for a couple of days and then it returns. The pain in my uterus/tubes comes and goes everyday sometimes pinching sometimes stabbing. Severe fatigue causing me to have to take a nap everyday just to function to take care of my other children on top of my (B)(6). I had my thyroid checked to see if my weight and fatigue was due to that. I have anemia that I didn't have before. Headaches. Loss of any libido witch is causing problems in my marriage. Depression. Suicidal thoughts. Anxiety. Metal taste in my mouth. Irregular and heavy bleeding. I have to be on a birth control pill to control bleeding. Body just feels like I'm twice my age. I have pain with sex. I've been trying to get a gynecologist to listen to my concerns without luck. I have been kicked out of my original gynecologist office because he was sick of me trying to make appts and not having any answers for me. I want these removed. I wanted a tubal ligation but my dr office didn't have me sign the papers 30 days in advance so my insurance would cover it although they knew the whole time that I wanted a tubal ligation since I was pregnant with my 4th child. I would not recommend anyone to get this device. I absolutely hate it.